Manufacturer narrative:
Product evaluation: the lens was returned. Solution and a small spray of what appears to be dried blood was observed on the lens. One haptic is broken at the optic/haptic junction. The broken haptic was returned. The optic is broken/torn into pieces through the central optic zone. The portions were adhered on top of each other in dried solution. The optic has split/cracks near the center on the posterior surface and the optic edge is torn. Product history records were reviewed and documentation indicates the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause for the complaint cannot be determined. The lens was returned in pieces with additional optic damage. The torn/cut haptic and optic damage is similar to damage during removal from the eye. During the manufacturing process, each lens is subjected to a 100% assessment of the power and optical resolution in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that approximately 3 months following a cataract extraction with intraocular lens (iol) implant procedure, the patient reported light rays were unfocused and decrease in eye sight. The lens was explanted. The patient's symptoms have resolved.